Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "catheter was found torn/damaged while in use on a patient". The catheter was replaced. No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen cvc for evaluation. After the sample failed functional testing, the proximal lumen was microscopically examined. A small slit was detected directly adjacent to the proximal luer. Displaced extrusion/flashing was also found at the corresponding location. The total length of the catheter body measured to be 215 mm which is within specifications of 207-227 mm per product drawing. The outer diameter of the proximal lumen measured to be 0.085" which is within specifications of 0.084-0.088" per product drawing. The inner diameter of the proximal lumen measured to be 0.057" which is within specifications of 0.055-0.059" per product drawing. This indicates that the wall thickness measured within specifications. All three lumens were initially flushed using a water-filled lab inventory syringe. The distal end was then clamped and each lumen was pressurized using the syringe. When the proximal lumen was pressurized, water leaked from a small slit adjacent to the luer. The medial and distal lumens functioned as exp ected. Manufacturing was contacted as part of this complaint investigation and it was determined that this defect could be caused by removing the flashing. A device history record review was performed with no relevant findings. The IFU provided with this kit cautions the user, "ensure catheter patency prior to injection. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi), to minimize the risk of intraluminal leakage or catheter rupture." The customer report of an extension line leak was confirmed by complaint investigation of the returned sample. The proximal lumen contained a small slit directly adjacent to the luer. The sample passed all relevant dimensional inspection and a device history record review was performed with no relevant findings. Based on the condition of the sample received and feedback from manufacturing, molding likely caused or contributed to this event. A non-conformance request has been initiated to further investigate this issue.

Event description:
The complaint is reported as: "catheter was found torn/damaged while in use on a patient". The catheter was replaced. No patient injury or complication reported. The patient's condition is reported as fine.